Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) 2016 found that communication parameters got changed after v5.23 software upgrade even though backup parameters were reinstalled. After programing in the correct parameters, g8 communicated fine with customer computer. The most probable cause of the reported event was that flags in parameters were set incorrectly.

Event description:
On (B)(6) 2016, the customer reported interface not working after preventive maintenance with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.